Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor glucose readings, which were off from the customer's blood glucose, were prompting the customer's insulin pump to threshold suspend. The customer's blood glucose was 140 mg/dl and the sensor gave a reading of 290 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.